Event description:
Fixation device was implanted along with fusion of l-4 l-5. After installation rptr's left leg had "drop foot" and was very weak. It was determined a pedicle screw was too close to a nerve so they removed one screw and a portion of the device. After continued problems they decided rptr's body was rejecting the device. Then they removed the rest of it. Now rptr has scar tissue from three surgeries which they say is too close to the spinal cord to remove. So rptr has all the pain and problems he had to start with. (Reporter is same as 1004640).